Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part # 23.01.2023 lot # 3954p67 manufacturing site: werk selzach logistik release to warehouse date: 23.jan.2023 expiration date: n/a supplier: (B)(4). Visual analysis of the returned sample revealed that position-pin 4.5 f/lcp sst was observed with scratched at the surface of the screwhead recess, likely caused by attempt to implantation. Broken condition was not observed, the device was received in one piece. No other issues were identified. Per the surgical technique, the cerclage positioning pin is intended for use with cerclage monofilament wire and multifilament cable to augment fracture stabilization with plates used in long bone fixation when the use of screws is contraindicated, as in the presence of intramedullary implants. The cerclage positioning pins are designed for use with plates having locking compression or dynamic compression screw holes that accept 3.5 mm or 4.5 mm bone screws. The cerclage positioning pin (and cerclage wire or cable) can be used with a variety of synthes plates. For the threaded pins, place the pin into locking holes before passing the cable around the bone (this can be done either before or after implantation of the plate). Ensure that the threads properly engage the plate, and the cable slot is perpendicular to the direction the cable will be passed around the bone (threaded pins do not have to be fully tightened into the plate). Insert the free end of the cable through the pin. Pass the cable around the bone and then into the crimp. A dimensional inspection for the position-pin 4.5 f/lcp sst was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the position-pin 4.5 f/lcp sst would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in colombia as follows: it was reported on december 11, 2023, that during the tensioning of the cables, the plug apparently ripped it and gave out many fibers of the cable, used twice the same plug, happening itself and damaging two cables. The specialist does not allow them to be charged as it is considered a quality issue. I wash the parts very well or return them in a bag marked inside the cable system only causing delay in the procedure by having to repeat steps during the cerclage technique. This report is for one (1) position-pin 4.5 f/lcp sst this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6 the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that position-pin 4.5 f/lcp sst was broken from cable. Review of available photo shows that the cable is broken form the device, with the available information cause remains undetermined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the position-pin 4.5 f/lcp sst would contribute to the complained device issue. Based on the investigation findings, potential cause not established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H4, h6 part# 298.803.01 lot # 3954p67 manufacturing site: werk selzach logistik supplier : na release to warehouse date: 25 jan 2023 expiration date: na a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.